Event description:
It was reported that the patient¿s personal therapy manager (ptm) was not displaying the correct refill date. The ptm was decoupled from the pump and recoupled. The issue was resolved. There were no patient symptoms related to the event.

Manufacturer narrative:
(B)(4).